Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an opening and crease fold. Leak test was performed and identified an opening on anterior side. A microscopic analysis was performed which identified a striated edge opening consistent with use of a surgical tool. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated edge opening on anterior side due to surgical damage, and during the analysis wrinkling was observed however was not considered workmanship because the device was implanted and was received back without the original sealed packaging.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "possible deflation, smaller in size, waves, and ripples." Device remains implanted.

Event description:
Patient reported left side "possible deflation, smaller in size, waves, and ripples." Device has been explanted.